Event description:
The user facility reported they were getting intermittent vacuum from the stellaris unit. Initially the unit primed and the hand piece tuned as intended. Intermittently the hand piece didn't have vacuum. During surgery, at the point of I&a the capsule was torn, the originally placed lens was removed, a vitrectomy was performed, and a three pieces lens was placed in the sulcus.

Manufacturer narrative:
Evaluation complete, the issue was duplicated after some hour and a half of active use. The cpa generated a series of "cpx04" errors (which have to be activity acknowledged on the screen to clear). Fault isolated to the six-layer pcb control board. The board contained numerous air-drawn filaments across its surface. Contamination had bridged the buffered b1 and b2 lines from the vacuum pump speed command; those signals being data and checking for the pressure sense adc.